Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expired 7/31/2018. Customer confirms the strips have been properly stored and were first opened 11/30/2015. Customer performed a blood test and obtained 90mg/dl. Reviewed meter memory: (B)(6). Customer is concern with all the results because she is not sure the meter is working properly. Customer states that compare to another meter the meter is giving 30 points lower. Customer as a gestational diabetic and is 3 weeks from delivery and wants to make sure it is working properly. Customer used a relion brand meter and it was giving 30 points higher. Customer went to her doctors appointment at the office high risk obgyn office two weeks ago and the dr. Office meter was 106 and the trueresult meter shows 50mg/dl ago. Customer states that her baby is larger than expected and she wants a working meter.